Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the console was having difficulty recognizing the catheter. The electrical umbilical cable was replaced without resolve. The balloon catheter was then replaced with resolve. Additionally, it was reported upon removal of the first balloon catheter, the mapping catheter was bent. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 216289907, was returned and analyzed. Visual inspection of the mapping catheter showed the shaft had several kinks around it. The mapping catheter kink was confirmed through testing. The mapping catheter failed the returned product inspection due to the kink. If information is provided in the future, a supplemental report will be issued.